Event description:
On (B)(6) 2013, the following information was reported to kci by the physician: at the (B)(6) conference it was reported that a patient with left ischial pressure ulcers, was removed from v.a.c. Therapy after 27 days allegedly due to a confirmed bacterial infection. The patient received antibiotic therapy. Dates not provided. Since the unit's serial number was not provided, kci cannot conduct a device evaluation of the unit. Kci has not been able to obtain sufficient information. No additional information is available.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection is related to v.a.c. Therapy. Kci has not been able to obtain sufficient information to establish a root cause.